Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. The customer was instructed to wipe the scopes gold contacts with an alcohol wipe and make sure that they power down the cvl-190 when connecting the scope. The customer said that they did both. The customer was asked if the scope created b30 errors in another tower and they said that it did. The customer was instructed to send the scope in for repair. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had error code b30. The issue was found during an inspection for use. There were no reports of patient involvement